Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Phone # (B)(6); (B)(4).

Event description:
The customer contacted philips healthcare to report that the device displayed an error message. There was no reported patient involvement.